Event description:
Baxter norway reports add'l info related to reported incident. At the time of the separation of the transfer set and dialysis catheter, the transfer set had been used for approximately 3 weeks. A leak was noted at the time of the separation. The home pt (hp) was hospitalized on 5/29/00-6/3/00 due to a diagnosis of peritonitis. The hp was treated with gentamycin and diclocil, but as the bacteria turned and the hp did not improve, the hp then rec'd vancomycin and garamycin (dates and dosage unknown). The peritoneal dialysis catheter was later removed and the hp has been permanently transferred to hemodialysis. The pt has recovered per baxter affiliate.

Event description:
Baxter norway reports the transfer set was accidentally disconnected from the pt's catheter. No pt injury or medical intervention reported.